Event description:
It was reported, during an implantation procedure, "tumbled" setscrew in rv df1 was noted. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. Though, grommet damage was noted. However, further analysis of device revealed lead was fully inserted into all connector ports, all setscrews were tightened, and all setscrews retained the lead.